Manufacturer narrative:
Device evaluation: one device was returned for the evaluation. No ts or suture returned. Functional testing was performed and the device actuated and cycled as intended. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. (B)(4).

Event description:
During an acl reconstruction, t1 deployed successfully however, t2 did not deploy from the introducer, after repeated attempts. Both t1 and t2 were removed from the joint. The procedure was ultimately completed by performing a partial menisectomy.